Event description:
On (B)(6) 2009, an aus device was implanted. The physician indicated that, "we did have a pt where we experienced problems with deactivation in the post operative period. He went into retention and needed suprapubic catheter. This was removed subsequently when we "activated" his sphincter. The pt is doing well since then." It was stated that the pt began experiencing issues within 24 hours of the initial surgery. Further follow up on (B)(6) 2011 indicates, the pt status is good and the physician has a follow up appointment soon with the pt.

Manufacturer narrative:
Add'l info: catalog #: balloon 72400024, pump 72404127. Serial #: balloon (B)(4), pump (B)(4). Should additional info becomes available regarding this event, it will be re-evaluated and a follow-up report will be sent.